Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition. The following reportable malfunction was identified during the device evaluation.: corrosion of the electrical contact and flooding of the imaging and cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the following led to the malfunction: the internal flooding of the imaging and cables caused the imaging and cables to malfunction, resulting in the images not being displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned. The customer noticed ¿no image¿ on the screen monitor. There were no reports of patient harm.

Event description:
It was reported, the camera head malfunctioned. The customer noticed ¿no image¿ on the screen monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.